Event description:
The customer reported that the system produced "x-ray disabled errors" and self-reboots resulting in an intermittent loss of fluoroscopic functionality. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and adjusted. The ffb pcb was reseated. The system was tested and found to be working as intended and returned to service.